Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 10/2023).

Event description:
It was reported that during an angioplasty, the pta balloon allegedly detached from the catheter. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that prior to an angioplasty, the pta balloon allegedly detached from the catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 014 pta dilatation catheter in a packaging hoop has returned for evaluation. On the visual evaluation of the device, it appeared clean, and it was noted that the balloon guard were received over the length of the balloon. It was noted to be a complete circumferential break at the proximal glue joint. No other specific anomalies noted to the device. On the functional evaluation of the device, the balloon guard were attempted to pull distally, however it causes further stretching on the inner guide wire lumen. Then the proximal balloon joint was held down while the balloon guard was pulled distally. It was noted the balloon observed pleat and folded. All the anomalies noted on the microscopic observation. No evidence of detachment of catheter or the balloon noted to the device which returned for evaluation. Therefore, the investigation has confirmed for the identified break as break was noted at the glue joint of the balloon and catheter which returned for evaluation. However, the investigation remains unconfirmed as there is no evidence of detachment of any component on the device which returned for evaluation. A definitive root cause for the reported detachment of device or the identified break could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 10/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.